Event description:
The physician was attempting to implant a 2.5 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent, using direct stenting. The target lesion in the cx exhibited 90% stenosis and moderate calcification. The endeavor sprint stent failed to cross the lesion and was removed from the patient. The stent had dislodged from the delivery system while it was being advanced to the lesion. The dislodged stent was successfully retrieved from the patient using a 2.5mm x 15 mm sprinter balloon. The stent had been inspected prior to use with no issues noted. The physician successfully implanted a 2.75 mm x 18 mm endeavor stent to treat the lesion. Current patient status is stable and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (90% stenosis, calcification), (IFU recommends pre-dilation of the lesion prior to attempted stent delivery), (stent embolism). Conclusions: (90% stenosis, calcification), (IFU recommends pre-dilation of the lesion prior to attempted stent delivery), device evaluation: the stent was received re-positioned on the balloon between the inner shaft markers. Two stent struts on the 3rd distal segment were partially raised and deformed. A number of struts along the length of the stent were partially expanded. The stent was slightly kinked between the 2nd and 3rd proximal segments. Chatter marks were present on the balloon above the distal marker band. The distal tip was slightly flared.